Event description:
Information was received indicating that the patient using this subcutaneous infusion set experienced difficulty with the adhesion sticking to their skin. It was noted that the patient identified damage to the set when it was opened; the adhesive appeared dried and shriveled. There was a delay in applying the site as the patient had to make multiple attempts due to the difficulty with the adhesive. To address the increase in blood glucose caused by this delay, the patient required a correction bolus of insulin. No additional adverse patient effects were reported.